Manufacturer narrative:
Follow-up #1: date of submission 05/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/30/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data found occurrences of software testing related call service alarm. On investigation, the pump powered on with the appropriate audible and vibratory functions. A rewind/load/prime sequence executed without incidents. The repoted call service alarm was duplicated during a 24-hour pump exercise. The pump was opened to further investigate, evidence of moisture corrosion was found on a microchip inside the pump. Unrelated to the call service alarm issue, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.